Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds1098 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a groshong catheter was placed successfully under ultrasound and maintained routinely. On (B)(6) 2020, when maintaining the catheter in PICC clinic, an operator found fluids leaking from the puncture site during catheter flushing. It was suspected of sand holes with the catheter. Withdrawing the catheter while injecting fluids. Found a crack at 37 cm scale. Given that treatment course for this patient is to be done, the catheter was repaired and the extension tubing was replaced and used as a midline catheter. The cut part of the catheter and the extension tubing were contaminated and returned to sales personnel.